Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the right coronary artery (rca). A 2.50 x 16 mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and the stent dislodged from the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated.  Device evaluated by MFR.: promus element mr ous 2.50 x 16 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent identified proximal damage. Strut row 1 from the proximal end of the stent was lifted and pulled in a distal direction. The remainder of the stent was undamaged. The crimped stent od (outer diameter) of the undamaged section was measured and was within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion revealed a kink at the guide wire port exit site. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the right coronary artery (rca). A 2.50 x 16 mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and the stent dislodged from the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.